Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired on patient samples. No patient impact reported. The following information was provided by the initial reporter: "false positive."

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, false positive results were acquired on patient samples. No patient impact reported. The following information was provided by the initial reporter: "false positive"

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). After working with the region and providing log file analysis and providing regional applications support/visit, corrective action has been identified and is being implemented with vial storage rack replacement. The complaint is confirmed. The root cause of false positives is "unknown". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/17/2020. Samples were received in the form of log files. The review of these log files, in combination with the physical inspection on site, led to the determination that the racks should be replaced. Service history review revealed no previous complaints for this issue. No new risks, or hazards were identified. Bd will continue to closely monitor for trends.